Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (da vinci bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded.. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / physical pain/pain: pelvic area') and suicide attempt ('suicidal episode') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2009, condom (to prevent pregnancy) from 2007 to (B)(6) 2010, vaginal bleeding, menorrhagia, pre-menstrual tension syndrome, premenstrual dysphoric disorder, miscarriage (dilatation and currettage), postpartum depression, ovarian cyst, chlamydial infection, breast fibrocystic change and alcohol abuse. Previously administered products included for prevent pregnancy: nuvaring in 2006 and ortho tri-cyclen from 1999 to 2005; for an unreported indication: doxycycline. Past adverse reactions to the above products included hypersensitivity with doxycycline. Concurrent conditions included dysfunctional uterine bleeding. Family history included schizophrenia nos (brother). Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), nsaids since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced premenstrual syndrome ("premenstrual tension syndrome"). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 5 months after insertion of essure. In 2011, the patient experienced premenstrual dysphoric disorder ("premenstrual dysphoric disorder"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced suicide attempt (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with colecalciferol (vitamin d3), fluoxetine, fluoxetine hydrochloride (prozac), venlafaxine and surgery (da vinci bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression and dysmenorrhoea was resolving, the menstrual disorder, urinary tract infection, migraine, anxiety, fatigue, nausea and suicide attempt outcome was unknown and the vaginal haemorrhage, menorrhagia, premenstrual syndrome, dyspareunia and premenstrual dysphoric disorder had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, premenstrual dysphoric disorder, premenstrual syndrome, suicide attempt, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted -in this fu : (B)(6) 2019, essure insertion date: (B)(6) 2010, but in previous that is in initial case the date of insertion given was (B)(6) 2010 (B)(6) 2018: surgical pathology report: two separate fallopian tubes, each with an intraluminal coiled metallic device, consistent with essure implants. Negative for inflammation and neoplasia. Histologic sections of two separate fallopian tubes show no specific pathologic changes. There was no significant tubal inflammation or neoplasia. Removal detail: gentle attention was placed to the essure to make sure that there was no pulling or breakage. The fallopian tube was placed in the anterior cul-de-sac. This was repeated exactly on the left cornua and fallopian tube. Once the fallopian tubes and the essure coils were sufficiently removed , both cornua were then closed . Discrepancy noted - the date of result of hsg in this follow up is (B)(6) 2010 and the date of hsg result already mentioned in this case was (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - in (B)(6) 2011: revealing a 1 cm intramural fibroid and functional appearing cysts in both ovaries. The uterus was 9.7 cm.. Ultrasound scan vagina - on (B)(6) 2011: 1 cm intramural fibroid has appeared in the anterior body of the uterus. Endometrium hypertrophy to 10 mm. There are functional appearing cysts in both ovaries. Possible recently ruptured hemorrhagic cyst left ovary with trace amount of free pelvic fluid. Essure device was not visible on this exam. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, dyspareunia, dysmenorrhea, depression, anxiety, migraine/headache, suicidal episode, nausea, premenstrual dysphoric disorder". Most recent follow-up information incorporated above includes: on 2-aug-2019: plaintiff fact sheet received. Events¿ abnormal bleeding (vaginal, menorrhagia), premenstrual tension syndrome; urinary tract infection, migraines/headaches, depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, suicidal episode, premenstrual tension syndrome and premenstrual dysphoric disorder were added. Reporter, demographics, medical history, historical medications, concurrent conditions, lab data, essure insertion/removal date, essure indication (amended), concomitant/treatment medications were added. Event ¿pelvic pain¿ outcome was updated to recovering/resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / physical pain/pain: pelvic area'), genital haemorrhage ('gen. Abnormal bleeding') and suicide attempt ('suicidal episode') in a 27-year-old female patient who had essure (batch no. 705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2009, condom (to prevent pregnancy) from 2007 to july 2010, vaginal bleeding, menorrhagia, pre-menstrual tension syndrome, premenstrual dysphoric disorder, miscarriage (dilatation and currettage), postpartum depression, ovarian cyst, chlamydial infection, breast fibrocystic change and alcohol abuse. Previously administered products included for prevent pregnancy: nuvaring in 2006 and ortho tri-cyclen from 1999 to 2005; for an unreported indication: doxycycline. Past adverse reactions to the above products included hypersensitivity with doxycycline. Concurrent conditions included dysfunctional uterine bleeding. Family history included schizophrenia (brother). Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), nsaids since 2010 and paracetamol (acetaminophen) since 2010. In august 2010, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual syndrome ("premenstrual tension syndrome"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), 9 months 31 days after insertion of essure. In september 2011, the patient experienced premenstrual dysphoric disorder ("premenstrual dysphoric disorder"). In january 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced suicide attempt (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), abdominal pain ("chronic abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with colecalciferol (vitamin d3), fluoxetine, fluoxetine hydrochloride (prozac), venlafaxine and surgery (da vinci bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, premenstrual syndrome, dysmenorrhoea, dyspareunia, premenstrual dysphoric disorder, abdominal pain, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, urinary tract infection, migraine, anxiety, fatigue, nausea and suicide attempt outcome was unknown and the depression was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, premenstrual dysphoric disorder, premenstrual syndrome, suicide attempt, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted -in this fu : (B)(6) 2019, essure insertion date: (B)(6) 2010, but in previous that is in initial case the date of insertion given was (B)(6) 2010 (B)(6) 2018: surgical pathology report: two separate fallopian tubes, each with an intraluminal coiled metallic device, consistent with essure implants. Negative for inflammation and neoplasia. Histologic sections of two separate fallopian tubes show no specific pathologic changes. There was no significant tubal inflammation or neoplasia. Removal detail: gentle attention was placed to the essure to make sure that there was no pulling or breakage. The fallopian tube was placed in the anterior cul-de-sac. This was repeated exactly on the left cornua and fallopian tube. Once the fallopian tubes and the essure coils were sufficiently removed , both cornua were then closed . Discrepancy noted - the date of result of hsg in this follow up is (B)(6) 2010 and the date of hsg result already mentioned in this case was (B)(6) 2010 plaintiffs received treatment for event pelvic, abdominal, dysmenorrhea(cramping), menorrhagia, general abnormal bleeding, psych injury, bladder, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Ultrasound pelvis - in june 2011: revealing a 1 cm intramural fibroid and functional appearing cysts in both ovaries. The uterus was 9.7 cm.. Ultrasound scan vagina - on (B)(6) 2011: 1 cm intramural fibroid has appeared in the anterior body of the uterus. Endometrium hypertrophy to 10 mm. There are functional appearing cysts in both ovaries. Possible recently ruptured hemorrhagic cyst left ovary with trace amount of free pelvic fluid. Essure device was not visible on this exam.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, dyspareunia, dysmenorrhea, depression, anxiety, migraine/headache, suicidal episode, nausea, premenstrual dysphoric disorder". Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Essure lot number added. Event inset date updated. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / physical pain/pain: pelvic area') in a 27-year-old female patient who had essure (batch no. 705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2009, condom (to prevent pregnancy) from 2007 to (B)(6) 2010, vaginal bleeding, menorrhagia, pre-menstrual tension syndrome, premenstrual dysphoric disorder, miscarriage (dilatation and currettage), postpartum depression, ovarian cyst, chlamydial infection, breast fibrocystic change and alcohol abuse. Previously administered products included for prevent pregnancy: nuvaring in 2006 and ortho tri-cyclen from 1999 to 2005; for an unreported indication: doxycycline. Past adverse reactions to the above products included hypersensitivity with doxycycline. Concurrent conditions included dysfunctional uterine bleeding. Family history included schizophrenia (brother). Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), nsaids since 2010 and paracetamol (acetaminophen) since 2010. In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual syndrome ("premenstrual tension syndrome"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), 9 months 31 days after insertion of essure. In (B)(6) 2011, the patient experienced premenstrual dysphoric disorder ("premenstrual dysphoric disorder"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced suicide attempt ("suicidal episode"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), menstrual disorder ("menstrual issues"), abdominal pain ("chronic abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with colecalciferol (vitamin d3), fluoxetine, fluoxetine hydrochloride (prozac), venlafaxine and surgery (da vinci bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, premenstrual syndrome, dysmenorrhoea, dyspareunia, premenstrual dysphoric disorder, abdominal pain, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, urinary tract infection, migraine, anxiety, fatigue, nausea and suicide attempt outcome was unknown and the depression was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, premenstrual dysphoric disorder, premenstrual syndrome, suicide attempt, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted -in this fu : 02-aug-2019, essure insertion date: (B)(6) 2010, but in previous that is in initial case the date of insertion given was (B)(6) 2010 (B)(6) 2018: surgical pathology report: two separate fallopian tubes, each with an intraluminal coiled metallic device, consistent with essure implants. Negative for inflammation and neoplasia. Histologic sections of two separate fallopian tubes show no specific pathologic changes. There was no significant tubal inflammation or neoplasia. Removal detail: gentle attention was placed to the essure to make sure that there was no pulling or breakage. The fallopian tube was placed in the anterior cul-de-sac. This was repeated exactly on the left cornua and fallopian tube. Once the fallopian tubes and the essure coils were sufficiently removed , both cornua were then closed . Discrepancy noted - the date of result of hsg in this follow up is (B)(6) 2010 and the date of hsg result already mentioned in this case was (B)(6) 2010 plaintiffs received treatment for event pelvic, abdominal, dysmenorrhea(cramping), menorrhagia, general abnormal bleeding, psych injury, bladder, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Ultrasound pelvis - in (B)(6) 2011: revealing a 1 cm intramural fibroid and functional appearing cysts in both ovaries. The uterus was 9.7 cm. Ultrasound scan vagina - on (B)(6) 2011: 1 cm intramural fibroid has appeared in the anterior body of the uterus. Endometrium hypertrophy to 10 mm. There are functional appearing cysts in both ovaries. Possible recently ruptured hemorrhagic cyst left ovary with trace amount of free pelvic fluid. Essure device was not visible on this exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / physical pain/pain: pelvic area'), genital haemorrhage ('gen. Abnormal bleeding') and suicide attempt ('suicidal episode') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2009, condom (to prevent pregnancy) from 2007 to (B)(6) 2010, vaginal bleeding, menorrhagia, pre-menstrual tension syndrome, premenstrual dysphoric disorder, miscarriage (dilatation and "curettage"), postpartum depression, ovarian cyst, chlamydial infection, breast fibrocystic change and alcohol abuse. Previously administered products included for prevent pregnancy: nuvaring in 2006 and ortho tri-cyclen from 1999 to 2005; for an unreported indication: doxycycline. Past adverse reactions to the above products included hypersensitivity with doxycycline. Concurrent conditions included dysfunctional uterine bleeding. Family history included schizophrenia (brother). Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), nsaids since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced premenstrual syndrome ("premenstrual tension syndrome"). In (b)(60 2010, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), 1 year 5 months after insertion of essure. In 2011, the patient experienced premenstrual dysphoric disorder ("premenstrual dysphoric disorder"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced suicide attempt (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), abdominal pain ("chronic abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with cholecalciferol (vitamin d3), fluoxetine, fluoxetine hydrochloride (prozac), venlafaxine and surgery (da vinci bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, premenstrual syndrome, dysmenorrhoea, dyspareunia, premenstrual dysphoric disorder, abdominal pain, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, urinary tract infection, migraine, anxiety, fatigue, nausea and suicide attempt outcome was unknown and the depression was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, premenstrual dysphoric disorder, premenstrual syndrome, suicide attempt, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted -in this fu : (B)(6) 2019, essure insertion date: (B)(6) 2010, but in previous that is in initial case the date of insertion given was (B)(6) 2010 (B)(6) 2018: surgical pathology report: two separate fallopian tubes, each with an intraluminal coiled metallic device, consistent with essure implants. Negative for inflammation and neoplasia. Histologic sections of two separate fallopian tubes show no specific pathologic changes. There was no significant tubal inflammation or neoplasia. Removal detail: gentle attention was placed to the essure to make sure that there was no pulling or breakage. The fallopian tube was placed in the anterior cul-de-sac. This was repeated exactly on the left cornua and fallopian tube. Once the fallopian tubes and the essure coils were sufficiently removed , both cornua were then closed . Discrepancy noted - the date of result of hsg in this follow up is (B)(6) 2010 and the date of hsg result already mentioned in this case was (B)(6) 2010 plaintiffs received treatment for event pelvic, abdominal, dysmenorrhea(cramping), menorrhagia, general abnormal bleeding, psych injury, bladder, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Ultrasound pelvis - in (B)(6) 2011: revealing a 1 cm intramural fibroid and functional appearing cysts in both ovaries. The uterus was 9.7 cm.. Ultrasound scan vagina - on (B)(6) 2011: 1 cm intramural fibroid has appeared in the anterior body of the uterus. Endometrium hypertrophy to 10 mm. There are functional appearing cysts in both ovaries. Possible recently ruptured hemorrhagic cyst left ovary with trace amount of free pelvic fluid. Essure device was not visible on this exam.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, dyspareunia, dysmenorrhea, depression, anxiety, migraine/headache, suicidal episode, nausea, premenstrual dysphoric disorder". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- chronic abdominal pain, gen. Abnormal bleeding, bladder problems, urinary problems. Events outcome, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.